Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The same date the patient passed away, the patient had difficulty breathing and fluid buildup in the lungs. The patient was not connected to the hc device. The patient then experienced a heart attack and became unconscious. The patient was immediately transferred to the hospital via ambulance. The patient died at the hospital. The cause of death was reported as a heart attack due to fluid buildup in the lungs. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.